Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the array net was found to be torn after the procedure. When the array was taken out of the patient a hole was observed. Patient was successfully treated. No impact on the patient was observed. An image was provided and an hole in the array could be observed. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was investigated : visual inspection was conducted, and the tip of the sheath is melted and a small hole was found in the array, the hole is in both poles facing the handle and a big hole in both poles facing the dial. Functional testing was not conducted because the issue could be confirmed during the visual inspection. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.